Manufacturer narrative:
During the investigation, a product-related malfunction contributing to the event was ruled out. The lift itself was inspected by an arjo representative, and no malfunction or defect was identified. The customer also confirmed: ¿we do not believe there were any issues with the lift to contribute to the incident.¿ although the sling was not available for inspection, no concerns regarding its condition were reported. Based on the collected information, several non-product-related factors may have contributed to the loss of leg positioning, such as: 1. Improper foot placement or misalignment on the footplate due to a pre-existing foot deformity. This condition could have affected the resident¿s ability to maintain proper contact with the footplate. The sara flex instructions for use (IFU) instruct caregivers to ensure correct foot placement: ¿ask or assist the patient to place his/her feet on the foot plate (¿) push sara flex towards the patient until it gently touches the patient¿s shins.¿ (IFU 04.kl.00.en_8) 2. Possible absence or incorrect use of the optional leg straps, which help maintain the patient¿s legs close to the leg support. Information obtained during the customer¿s internal review was inconsistent, and it remains unclear whether the leg strap was used during the event. 3. The resident¿s physical condition. In one account, staff reported that the resident was weak and that the resident¿s legs were ¿giving out.¿ the IFU advises that the caregiver must always assess the resident¿s physical capability before use: ¿the patient/resident must be able to bear weight on at least one leg and have some trunk stability.¿ if these criteria are not met, alternative equipment should be considered. To sum up, based on the available information, the incident most likely resulted from non-product-related factors affecting the resident¿s leg positioning during the transfer. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and, therefore, played a role in the incident. The complaint was assessed as reportable because, the resident¿s foot reportedly slipped off the platform of the sara flex lift. The resident sustained the serious injury.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The lift was inspected by the arjo representative, and no issues were observed. At this time it is unclear if they used the sling and leg straps during the event. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The resident¿s foot reportedly slipped off the platform of the sara flex lift. The customer staff provided two differing accounts of the event. In the first version, staff reported that the resident was weak and her legs were giving out. The staff decided to lower the resident to the floor. During this process, the resident allegedly attempted to reposition herself in the lift and subsequently heard a ¿pop.¿ in the second version, the resident¿s foot reportedly slipped off the platform during the transfer. Staff noted that the resident has a pre-existing foot deformity, which may have contributed to the loss of positioning. The resident sustained a left femur fracture and subsequently underwent surgery.